Event description:
The customer reported two false negative antibody screening tests with biotestcell-p3. The customer reported that he missed an anti-c and an anti-le(b). The customer has neither returned the supposedly defective product nor the patient samples that had caused false negative test results. Our quality control laboratory is still testing the retained sample of biotestcell-p3 and different samples and controls. As soon as we get the test results, we will send in our final report on this incident.

Event description:
The customer reported two false negative antibody screening tests with biotestcell-p3. The customer reported that he missed an anti-c and an anti-le(b). The customer has neither returned the supposedly defective product nor the patient samples that had caused false negative test results. Therefore, our quality control laboratory tested the retained sample of biotestcell p3 and different samples and controls. All positive and negative reactions were correct. We did not observe any false negative reactions. The only samples that the customer returned were samples of the system liquid and wash buffer solution (phosphate buffered saline) for the tango optimo he used for testing. Both samples were examined for microbiological growth in an external laboratory. The wash buffer solution contains germs of the type "pseudomonas aeruginosa." Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities, which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident

Manufacturer narrative:
This is our initial report on this incident